Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, after the customer reverted to manual injections, the customer's blood glucose level ranged from the 200-300's (mg/dl). It was reported that the customer may not have taken the correct amount of insulin to cover the elevated blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.